Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump has a crack inside the reservoir compartment. Days later, the customer called back and stated that insulin leaked from the reservoir, and she noticed while priming her infusion set. The caller also mentioned that her blood glucose went low and the paramedics assisted her; she was treated with glucagon. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.please see medwatch report # 30042109178-2014-80761.